Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer was hospitalized for high blood glucose levels. Troubleshooting was performed and the insulin pump was programmed correctly. It was also mentioned that the customer had problems with her blood glucose levels going high and low.